Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope had noise image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been around 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, we presume that external stress was applied to image sensor cable, which led to damage of the signal wire in the cable. Subsequently, the wire was broken. Though we could not specify caused of breakage of the signal wire, we confirmed that glue at bending section was chipped. Therefore, we presume that the breakage occurred by contact with trocar, stress from transferring and reprocessing such as hitting or bending. We could not specify root cause of the suggested event. We confirmed that inspection methods for the suggested event were in IFU operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.